Event description:
Procedure: colectomy. According to the reporter: the surgeon palpated the rectal stump prior to creating the anastomosis to reconnect colon to rectum and found that the tissue at the rectal stump staple line was "woody and thickened" and needed to be resected to provide good quality tissue for the anastomosis. The surgeon used the endo gia universal handle and 45-4.8mm roticulator loads distal to the existing rectal staple line and fired across tissue that felt normal. On the first firing, the proximal staple line failed. The handle cracked towards end of 2nd firing with little pressure. A second handle opened. The third staple line was questionable and the fourth looked ok. Because of the location, the surgeon felt that continuing to staple to complete the resection was the best course of action. He over sewed the entire staple line and completed the anastomosis using the eea, and there was no leak detected. Because of the lack of integrity of the staple line, the surgeon felt that it was likely that the anastomosis will break down;. The surgeon created a diverting ileostomy to provide the best environment to support the anastomosis and minimize the impact of a failure. Surgery time was increased by 70 minutes.